Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted therefore, the customer was unable to obtain glucose readings with the reader. The customer became ¿overcited¿ and a nurse obtained a capillary result of 300 mg/dl from a another device and a 1ui of insulin was administered for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no issues were observed. A new unused battery was placed in the returned, reader did not power on. Applied pressure to microcontroller processor (mcp) and the returned reader did power on. Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted therefore, the customer was unable to obtain glucose readings with the reader. The customer became ¿overcited¿ and a nurse obtained a capillary result of 300 mg/dl from a another device and a 1ui of insulin was administered for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.